Manufacturer narrative:
This report is submitted on april 07, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance and non-auditory stimulation with device use due to migration of the electrode array. Clinical management is ongoing.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, to explant the cochlear device. It was reported that the electrode array was left insitu in order to preserve the cochlea should the patient wish to be reimplanted at a future date.